Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 no signal loss alert occurred. It was reported that the issue was related to the smart device. It was reported that the operating system for the smart device was not a supported system. No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4).

Event description:
No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined.